Event description:
The customer called to report that the pump did not have an audible tone. The customer checked the settings and the audio was switched on. The customer ran a self-test and the audible tone could not be heard. Advised the customer to put the pump in the vibrate mode because the audio is not working.